Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and apogee was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent mesh implantation and anterior repair on (B)(6) 2007 due to recurrent cystocele, pelvic pain, vaginal bleeding, vaginal irritation, dyspareunia, a persistent bulging feeling in the pelvis and other physical and emotional injuries. Following mesh insertion, the patient experienced pain, recurrence, bleeding and dyspareunia. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 06/06/2016.